Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately eight years post filter deployment, bilateral duplex revealed acute appearing deep vein thrombosis of the left femoral-popliteal segment with central extension into the common femoral vein. Subsequently few days later, CT revealed thrombosis of the inferior vena cava up to the ivc filter and dvt bilaterally within the pelvis. Another, CT indicated extensive dvt in the femoral and iliac veins, extending into the ivc to the level of the patient's inferior vena cava filter. There was also a small amount of non occlusive thrombus superior to the ivc filter. Following day venogram performed demonstrated persistent occlusive thrombus throughout the left common and external iliac veins extending through the ivc and infrarenal ivc filter. There was partially occlusive persistent thrombus within the right common and external iliac vein. Subsequently next day, repeat mechanical thrombolysis through the left iliac veins and ivc using the argon cleaner. This was followed by angioplasty throughout the thrombosed segments with a 12 mm balloon. This restored in-line flow, however, there was a persistent irregular stenosis within the left common iliac vein. Therefore, the investigation is confirmed for occlusion of the ivc filter. However, the investigation is inconclusive for perforation of the ivc. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter occluded and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.